Event description:
It was reported that during an unk procedure, the more colloidal film on the joint of the device. The colloidal ring fell off. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Iris valve. Eval summary: the analysis results found the ld111 instrument was received with the iris valve torn. Evidence of contact with sharp or hard objects was noted on the upper protective ring. Do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur and do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexile silicone membranes. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.